Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report multiple motor error alarms. The customer was unable to exit the "preparing to prime" loop. The customer's blood glucose level was unknown. The customer was still treating with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm and prime/fill anomaly. The motor was tested outside the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube, a cracked belt clip slot and a missing end cap sticker.